Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which detached prior to end of the procedure. A repeat procedure will be necessary. The patient's last known status is stable and there was no harm.